Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent fracture occurred. Vascular access was obtained via the contralateral approach. The 70% stenosed, non-calcified, non-tortuous target lesion was located in the external iliac artery. The lesion was pre-dilated with a 6mmx4cm mustang balloon catheter, then a 7x40x130 innova¿ stent was advanced. The stent was deployed without resistance using the thumbwheel only. Angiography was done just after stent implantation and a diagonal stent fracture was found in the middle of the stent. Another innova was implanted to cover the fracture. There were no patient complications and the patient was considered treated.